Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced an intermittent pain into the legs and inadequate stimulation despite a reprogramming attempt. The patient also experienced frequent, increased charging of the ipg, and was unable to fully charge it. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.